Event description:
The manufacturer received information alleging an "ac power disconnected" alarm condition occurred twice while in patient use. The patient stated that they had no memory of the ac power supply coming off. There was no harm or injury reported. The trilogy evo ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The technician confirmed by appearance checking that the ac power cord has scratches and burn marks on the plug. Confirmed by operational checking that the device recognizes an ac power cord and there is no abnormality. The technician checked the error log and confirmed that there was no error indicating a device failure. A functional test and internal checking were performed as verification, and no device failure was found. Therefore, it is considered that there is no abnormality in the device and that the reported issue was caused by an external factor such as an issue on the outlet side. While there was no disconnection in ac power cord, it was replaced to improve the appearance defect of the plug. Since the silver frames around the power/sound silence buttons were missing, the vanity cover assembly was replaced. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The confirmed the software version is 1.06.10.00.